Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy after the atrial signal fell into blanking. The patient went into the emergency room as a result of the shock. It was discovered that the device was at elective replacement indicator (eri) so the device was explanted and replaced. The replacement device was programmed to be more optimized for the patient. No additional adverse patient effects were reported.